Event description:
The facility representative reported an infuso.r. Pump with a condition of strange beeping upon power-up; no fail codes. This condition occurred upon power-up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "strange beeping upon power up" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be the reed switch assembly not in proper position. The reed switch was adjusted in order to fix the reported condition.